Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead was found out to be fractured. Moreover, it was noted that the lead has been programmed off for some time. Additional information obtained from the field which indicated that the lead exhibited high impedance issue. The lead was surgically abandoned. No additional adverse patient effects were reported.